Manufacturer narrative:
The device has not been returned to olympus for evaluation therefore a definitive root cause cannot be determined.

Event description:
The user facility reported to olympus the device output connector was broken and could not establish a connection; the customer stated that when an attempt was made to attach the scope to the connector, it would not fit securely due to "residue." The reported problem was observed during preparation for use. No injury or harm associated with the reported problem occurred. The intended procedure type is unknown. The procedure was completed using another similar device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was damage to the output connector.

Manufacturer narrative:
This supplemental report is submitted to provide a correction to fields d10 and h3 and results of device evaluation. The suspect device was returned to olympus and evaluated. The reported problem of a broken connector was confirmed. When tested and inspected, the scope socket locking mechanism was found to not protect pins. Additionally, moisture stains were observed inside the scope socket. The reported problem of "could not establish a connection" was not duplicated.